Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 5f sheath hole prior to a watchman procedure. Two proglide sutures were preplaced. The sheath was upsized to 16f and the watchman procedure was completed. Reportedly, at the end of the procedure, during closure, both sutures broke. Hemostasis was achieved with a figure-8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.